Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The cause of the alarms was due to "low volume" and resolved after the system controller was exchanged. It was confirmed the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose from the back of the unit or from the wall, nor was there an environmental event that affected power at the time of the event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 system controller, serial number: (B)(6), was not returned for evaluation. Additional information from the account indicates the controller exchange was in response to low flow alarms. Data was reviewed from the system controller log files and no issues relevant to the system controller were found. On 23aug2025 at 15:43:35 the driveline was disconnected consistent with a system controller exchange. There were no reported issues with the system controller. The reported event could not be correlated to an issue with the system controller. The device history record for the heartmate 3 system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the heartmate 3 system controller. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available online. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment like the system controller for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange due to experiencing alarms. Log files were submitted for evaluation. The event log file captured a brief low flow alarm event on (B)(6) 2025 15:38:37. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility indes was elevated. The data indicated that patient then switched power sources from battery power to mpu power at about (B)(6) 2025 15:40:55. The driveline disconnect event was recorded at 23aug2025 15:43:35. A sudden loss of voltage on both system controller power leads occurred at 23aug2025 15:44:02. There was a sudden loss of external power while connected to mpu power, which appeared to have been an intentional act by the patient. A system controller shutdown_sequence_started event was recorded at 23aug2025 15:44:10. The entire sequence from driveline disconnect to shutdown took just 35 seconds.